Manufacturer narrative:
This report is being submitted to provide additional information on event description (b5).this investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. Oversensing of noisy signals leading to pacing inhibition of more than two seconds was identified. Technical services (ts) recommended further in office review and programming enhancements. This device remains in service. No additional adverse patient effects were reported. Additional information was received; a possible lead fracture was determined to be the root cause of the observations. It was stated that a x-ray evaluation would be performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. Oversensing of noisy signals leading to pacing inhibition of more than two seconds was identified. Technical services (ts) recommended further in office review and programming enhancements. This device remains in service. No additional adverse patient effects were reported.